Event description:
It was reported to philips that the geometry module joystick was not working, which could impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and identified that it is a duplicate of an already reported complaint (3003768277-2025-002795 / tw (B)(4)). The investigation has been carried out via 3003768277-2025-002795 (tw (B)(4). This complaint will be closed as duplicate. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.